Event description:
Philips received a complaint by the biomed customer on the v60 indicating that the device was failing the electrical safety testing. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device was failing the electrical safety testing on the oxygen inlet connector. The rse advised customer the latest version of the service manual is version t, and advised the biomed to remove the 2-screw securing the oxygen inlet connecter and remove excess loctite from the o2 inlet fitting bracket retaining screws. The customer informed the rse that removing the loctite and tightening the screws resolved the problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.